Event description:
Reporter noted the surgeon was marking the area to start phaco when the zonules broke and the cataract fell to the back of the eye. They proceeded to do an anterior vitrectomy for the posterior capsule tear, when the unit started smoking, the screen faded and then went black. They were able to complete the case and implant the iol, but they cancelled the following cases.